Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 106 mg/dl and 61 mg/dl. The lot number of the test strips was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.